Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system drawer 2.2 was failed after reboot. The customer reported that there was a delay in the dispensing of medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer logged into the hardware test application, removed the side panel for main half-height drawer 2.2, shut down the device, manually removed and unplugged the cubie trays from the row board cable, opened the back panel, unplugged the row board cable and retractor band, inspected all cables, and reseated them. The device was rebooted to the hardware test application, cubie pockets were seated, lids were popped, cubies were released successfully, and the device was booted back to the medstation application. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.